Event description:
It has been reported to the co that during the procedure the manometer of this device was defective. Reportedly, "the device does not go to zero at neutral and does not go to vacuum at negative deflation. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.